Event description:
The customer reported that the screen went blank during fluoroscopy x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The generator interface board was reseated during the service call. The system was tested and found to be working as intended and put back into service.